Event description:
It was reported the gynecology hysteroscope's outer tube was burnt. The issue occurred during preparation for use. There was no delay and the patient was not under anesthesia. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h6 and h11 were updated. Based on the results of the investigation, the outer tube was burnt. However, the definitive root cause of the damage could not be determined. It is possible that the damage was caused by improper handling and application of excessive force, impact to the device like fall, shock or similar stress. Olympus will continue to monitor field performance for this device.